Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported to aesculap ag that an enduro prosthesis (part # unknown) was implanted during a primary procedure performed on an unknown date. According to the complainant, post operatively, the enduro prosthesis failed due to ascetic loosening of the femoral component. The patient underwent a revision surgery on (B)(6) 2022 to fix the issue. The complaint device was not returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).